Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior from the date the manufacturer was made aware.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was discarded by the hospital.